Event description:
The customer reported that they were unable to obtain an etco2 value during a pt event. The involved pt died, but the customer stated that the device behavior did not play a role in the pt's outcome.

Manufacturer narrative:
The customer reported that they were unable to obtain an etco2 value during a pt event. The involved pt died, but the customer stated that the device behavior did not play a role in the pt's outcome. The device was evaluated by a philips field service engineer. The etco2 port was found pushed in. The etco2 port was reseated. The device passed all testing including op check and was returned to service.